Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted.

Event description:
It was reported that a progav 2.0 shuntsystem (part # fx441t) was implanted during a procedure performed on (B)(6) 2022. According to the complainant, the shunt system was believed to be operated in under-drainage. The patient underwent a revision procedure performed on oct(B)(6) 2022. The complaint device was returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure.

Manufacturer narrative:
Investigation: visual inspection: the following observations were made during the visual inspection: -damage/ cut in the membrane of the pediatric prechamber and deposits inside .-damage of the progav 2.0 housing. Permeability test: the test showed that the progav 2.0 shunt system is permeable, while the pediatric prechamber is non-permeable. Computer control test: the computer control test showed the opening pressure of the progav 2.0, at a reference flow rate of 20 ml/h in a horizontal position of the valve, to be 2.51 cmh2o. This is not within the specified tolerance of 9 ± 3 cmh2o. An applied pressure of 9 cmh2o, with the device in the horizontal position is expected to have a resultant pressure of 9 ± 3 cmh2o. Additionally, the shuntassistant was tested according to standard procedure in the vertical position of the valve. At a fixed opening pressure of 20 cmh2o in the vertical position, a pressure of 20 cmh2o +4/-2 cmh2o is expected. The results indicated that at a reference flow of 20 ml/h in the vertical position, the shuntassistant had a pressure of 17.27 cmh2o. This is not within the specified tolerance of 20 cmh2o +4/-2 cmh2o. According to our results, we can detect a presence of an accelerated outflow for both valves. Adjustability test: the progav 2.0 was found to be not adjustable to specifications. The shuntassistant is a fixed pressure valve, therefore the adjustability test is inapplicable. Braking force and brake function test: the braking force test indicates that the brake function of the progav 2.0 is present. Due to the non-adjustability of the valve, an investigation of the braking force was not applicable. Internal inspection of product: in order to verify whether the investigated shunt system was compromised by the known risks of hydrocephalus therapy, e.g. By a build-up of natural substances (protein, blood, or tissue particles) in the cerebrospinal fluid, the valves are finally opened with a special tool. After dismantling of the valves, deposits were found in both valves. Results: based on our investigation results, we have determined that there was an accelerated outflow in the shunt system and a no- adjustability of the progav 2.0 at the time of our investigation. Detected deposits were the cause of the functional deviations. Existing deposits in the cerebrospinal fluid can temporarily impair the function of the valves and described as concomitant symptoms in hydrocephalus therapy. We can exclude a defect at the time of release. The shunt system met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. From our point of view, no further regulatory actions are required.